Manufacturer narrative:
H10: manufacturing review: a manufacturing record review was not performed, as the information available does not reasonably suggest a manufacturing process may have caused or contributed to the reported event. Investigation summary: based on the investigation of the returned catheter sample the reported issue could be confirmed. A force transmitting joint was found broken which made a complete stent deployment impossible. Upon removal of the partially deployed system from the patient the anchored stent fractured, and further break/ detachment occurred which made a removal difficult. An indication for a process related issue could not be found. As a result of the investigation performed the complaint is confirmed. A definite root cause for the reported failure could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential factors. The IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit', and 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath'. In regards to pta the IFU states: 'predilation of the lesion should be performed using standard techniques. H10: g4, h6 (device code 2532- misfire, 1528 - difficult to remove). H11: h3, h6(method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during treatment of a chronic total occlusion in the superficial femoral artery via back of knee access, the operator experienced difficulty deploying the stent due to the severity of the lesion. It was further alleged that as an attempt was made to deploy the stent, it partially deployed and the catheter broke, detached, and a segment of the catheter was left in the patient. Reportedly, the segment of the catheter was removed (additional access site unknown.). Reportedly, a fragment of the stent graft allegedly detached and remained in patient. The patient reportedly doing well at the conclusion of the procedure.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The catalog number identified has not been cleared in the u.s. But, it is similar to the lifestent solo vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent solo vascular stent system products are identified. (B)(4).

Event description:
It was reported that during treatment of a chronic total occlusion in the superficial femoral artery via back of knee access, the operator experienced difficulty deploying the stent due to the severity of the lesion. It was further alleged that as an attempt was made to deploy the stent, it partially deployed and the catheter broke, detached, and a segment of the catheter was left in the patient. Reportedly, the segment of the catheter was removed (additional access site unknown.). Reportedly, a fragment of the stent graft allegedly detached and remained in patient. The patient reportedly doing well at the conclusion of the procedure.